Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history. The pod was removed and she noticed the cannula was kinked. She was able to activate a new pod and her bg level return to normal range.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.